Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported errors on the integrated electrosurgical unit erbe (erbe) generator. The customer attempted to power cycle the generator and the system, but the errors immediately returned. The customer swapped out the vision side cart (vsc) proceeded with the case. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the fse came and replaced the erbe to resolve the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the integrated electrosurgical unit erbe (erbe) generator due to c-71 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and is in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa replicated and confirmed the customer reported complaint. On startup the unit displayed error m-02-3. The visual inspection showed the erbe in good condition.

Event description:
Refer to h10/h11 for follow-up information.